Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient complained of no coverage on their outer ankle. An x-ray showed that the right lead migrated from t8 to t9; reprogramming was able to capture more of the ankle and a follow up appointment on (B)(6) 2018 was scheduled to reevaluate and determine if revision was necessary. No further complications reported.